Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-19370, 2017865-2020-17670, 2017865-2020-17671, 2017865-2020-17672, 2017865-2020-17673. It was reported that the patient upgraded from a pacemaker system to an implantable cardioverter-defibrillator system on (B)(6) 2020. It was later reported that the patient's pocket was infected. The implantable cardioverter-defibrillator system was explanted. The patient was stable.